Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding its charge and the pump site reminder did not alert. Customer declined to provide further information and declined tandem technical support's offer to follow up. There was no reported impact to blood glucose.